Manufacturer narrative:
H3: one device was returned for repair in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No error in history which relates to customer report. Ran force sensor test and force sensor was out of calibration. Force sensor needed recalibration. No repair needed to fix the problem. Device passed all functional tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a forced sensor occlusion detector. There was unknown patient involvement, and unknown harm/adverse event was reported.